Event description:
(B)(6): customer reports via phone to product monitoring images were not diagnostic during an unk pt procedure. Pt age and gender were unk. Physician completed procedure by using digital rad recording without incident. No injuries were reported.

Manufacturer narrative:
Field service engineer (fse) investigated grey images and found the problem due to incorrect settings on the doctor preference screen. Fse returned these settings to the recommended default settings with the approval of radiology supervisor. Fse then performed minor service check per service checklist qssrw14.1 and in accordance with sedecal service manual 710953, hut service manual 4041004, and platinum one service manual 710273, and returned unit to full service. There was no problem or defect with equipment. This was operator error.